Event description:
The customer reported that all transmitter under this org are in communication loss (comm loss). There was no patient injury reported.

Manufacturer narrative:
The customer reported that all transmitter under this org are in communication loss (comm loss). According to the customer, the devices/org do not show up as available on the central nurse's station (cns) under monitored bed settings. Technical support (ts) advised the customer to reboot the org if it's turned on and has no error lights. The customer later reported that they rebooted the unit and everything worked again. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the org: cns: transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that all telemetry transmitters connected to this multiple patient receiver (org) were in comm loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that all telemetry transmitters connected to this multiple patient receiver (org) were in comm loss at the central nurse's station (cns). The devices/org did not show up as available at the cns under the monitored bed settings. Technical support (ts) advised that the customer reboot the org, which resolved the issue. No patient harm was reported. Investigation summary: based on the reported information, nihon kohden (nk) was able to confirm the reported communication loss issue. Unfortunately, a definitive root cause was not determined, as the issue is user dependent. Ts was able to provide guidance and education to the customer, and the issue was resolved by rebooting the device. A review of the device history did not reveal any trends that would contribute to component failure related to the design or manufacturing of the device. Moreover, this was found to be the only issue at the facility in the past 3 (three) years for this device and issue. As such, this is an isolated issue, and a significant trend that would warrant any further corrective action has not been observed. Trending will continue to be monitored for these devices, incident issues and causes. Attempt # 1: 03/17/2022 emailed the customer via microsoft outlook for additional device or patient information: no reply was received. Attempt # 2: 03/22/2022 emailed the customer via microsoft outlook for additional device or patient information: the customer replied by stating that no information is available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.